Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital; surgeon name: doctor (B)(6); date of initial surgery: (B)(6) 2015; body part to which device was applied: foot; surgery description: correction; pt information: (B)(6), male, weight (B)(6) lbs, height 67 inches; problem observed during: into treatment/post-operative; event description: set screws that holds hex struts into the frame stripped out. Was able to lock frame with tl rapid struts so there is no harm to pt. The complaint report from indicates: the device failure had no adverse effects on pt; the surgery was completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was not required; copies of the operative reports are not available; copies of the xrays images are not available; pt current health conditions: n/a. On (B)(6) 2015 orthofix srl received the following information from the distributor: "the part will not be returning for investigation". (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on the device code 56-20020 lot v1385596 before the market release. No anomalies have been found. The original lot, manufactured in 2014, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint notified from this specific device lot. Technical evaluation: the technical evaluation of the device involved will be performed as soon as the device become available. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation is currently on going and will be finalized once further information on the event is available. Orthofix (B)(4) has requested further information on the event such as - when the failure occurred, who the surgeon held the struts in place, what was the planned procedure, confirmation that there was no adverse effects on pt, if the device will be available for the technical evaluation. Unfortunately, this information has not been made available so far. As soon as further information and/or the results of the technical evaluation will be available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
On june 18, 2015 orthofix (B)(4) received the following information from the distributor: "hex struts 1-2 set screw stripped when torqued during application. Frame locked with 2 rapid struts. One on each side of 1-2 set screw. In between adjustment of the hex each day they loosen the rapid strut and adjust the hex strut and retighten the rapid strut. Device still on patient and keeping frame locked down until ankle surgery is performed. Procedure was for a deformity due to knee issues and non-use of leg. No adverse effects on patient."

Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on the device code 56-20020 lot v1385596 before the market release. No anomalies have been found. The original lot, manufactured in 2014, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint notified from this specific device lot. Technical evaluation: a technical evaluation of the device involved in this event, was not performed as the device has not been made available for the investigation. Should the device become available, orthofix (B)(4) will promptly re-open the investigation and perform the technical analysis. Medical evaluation: the information made available on the case was sent to our medical evaluator. Please see below an extract of the medical evaluation: "this patient was (B)(6). However, it is not clear whether this had any relevance to the reported failure. The only description of the event is: "set screw that holds hex struts into the frame stripped out. Was able to lock frame with tl rapid struts so there is no harm to patient." We do not know when the failure occurred: during application or later during treatment. We need to know exactly when the failure occurred, what the planned procedure was and how the planned treatment of the patient was carried out. The tl-hex system is used to correct a bony deformity or shortening with the aid of a computer programme. This report suggests that the original goals of surgery were achieved when correcting a deformity by using 4 tl-hex struts and two rapid struts, as compared with using 6 tl-hex struts as originally planned. I think that this may be correct when the user is an expert. When the user is an expert the system can be used in this way to achieve a perfect result, and that is the case in this patient." Orthofix (B)(4) has requested to the distributor the return of the device involved to perform the technical investigation. The device was not returned to orthofix (B)(4). Considering the event description, "set screw that holds hex struts into the frame stripped out. Was able to lock frame with tl rapid struts so there is no harm to patient.", and the fact that the product involved has not been returned for evaluation, it is not possible to conduct any investigation and therefore to draw any conclusion with regards to the complained ring failure. In case further information is provided and/or the device is returned to the manufacturer, orthofix (B)(4) will promptly finalize the investigation on the case. Orthofix continues monitoring the products on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital; surgeon name: dr. (B)(6); date of initial surgery: (B)(6) 2015; body part to which device was applied: foot; surgery description: correction; patient information: (B)(6), male, (B)(6); problem observed during: into treatment/post-operative; event description: set screws that holds hex struts into the frame stripped out. Was able to lock frame with tl rapid struts so there is no harm to patient. The complaint report form indicates: the device failure had no adverse effects on patient; the surgery was completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was not required; copies of the operative reports are not available; copies of the xrays images are not available; patient current health condition: n/a. On may 19, 2015 orthofix (B)(4) received the following information from the distributor:"the part will not be returning for investigation". On june 18, 2015 orthofix (B)(4) received the following information from the distributor: "hex struts 1-2 set screw stripped when torqued during application. Frame locked with 2 rapid struts. One on each side of 1-2 set screw. In between adjustment of the hex each day they loosen the rapid strut and adjust the hex strut and retighten the rapid strut. Device still on patient and keeping frame locked down until ankle surgery is performed. Procedure was for a deformity due to knee issues and non-use of leg. No adverse effects on patient." On august 7, 2015 orthofix (B)(4) received the following information from the distributor: "the software prescription is not being used with tl rapid struts. The rapid struts are being used only to stabilize the frame. The (6) tlh struts remain on the frame during treatment. The struts at the 1-2 position are left unlocked and are adjusted per prescription when the rapid struts are loosened. Additional information received today states that the patient is doing fine and has on a new frame as planned for stabilization during ankle treatment. (B)(6) is returning frame to ofx inc. On monday 8/10/2015." (B)(4).

Manufacturer narrative:
Analysis of historical records orthofix (B)(4) checked the internal records related to the controls made on the device code 56-20020 lot v1385596 before the market release. No anomalies have been found. The original lot, manufactured in 2014, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint notified from this specific device lot. Technical evaluation the returned device, received on september 19, 2015 was examined by orthofix (B)(4) quality engineering department. The device was subjected to visual and dimensional check as per orthofix (B)(4) design and product specifications. The visual check did not evidence issues. The dimensional check confirmed that the device met the specifications. It was then performed a functional check positioning the struts in each hole to verify if there were problems. It was possible to see that two set screws were blocked and this is most likely to be attributable to an excessive force applied that caused the damage to the set screws. The lot of the set screw inserted inside the ring was 016319. This lot was made of more 7000 parts and there are not present items discarded for problems on the hexagon. On the base of our records it is possible to state that the set screw involved in this notification met the specifications and the problem might be attributable to the usage of an excessive torque on it. After the analysis of the returned item, the technical evaluation can state that the failure might be attributable to the usage of an excessive torque during the tightening of the set screw involved that caused the damage of the involved set screws. The problem might be attributable to the missing usage of the dynamometric screw driver ref. Code 54-2236. Please remember that if the dynamometric screw driver is not used to tighten the set screws, the breakage of the set screws might be possible due to an excessive torque applied. Medical evaluation the information made available on the case was sent to our medical evaluator. Please see below an extract of the medical evaluation: "this patient was (B)(6). However, it is not clear whether this had any relevance to the reported failure. The only description of the event is: "set screw that holds hex struts into the frame stripped out. Was able to lock frame with tl rapid struts so there is no harm to patient." We do not know when the failure occurred: during application or later during treatment. We need to know exactly when the failure occurred, what the planned procedure was and how the planned treatment of the patient was carried out. The tl-hex system is used to correct a bony deformity or shortening with the aid of a computer programme. This report suggests that the original goals of surgery were achieved when correcting a deformity by using 4 tl-hex struts and two rapid struts, as compared with using 6 tl-hex struts as originally planned. I think that this may be correct when the user is an expert. When the user is an expert the system can be used in this way to achieve a perfect result, and that is the case in this patient." Medical evaluation received after the issuing of the technical investigation: "so the technical analysis confirms our suspicion that the set screw was originally tightened excessively. Although the ring is not damaged externally, two set screws are blocked. I do not think that the surgeon had a torque wrench at the time. It is clear that excessive torque was applied to the set screws,and this is the cause of the malfunction." Final comments: the results of the technical evaluation evidenced that the failure might be attributable to the usage of an excessive torque during the tightening of the set screw involved that caused the damage of the involved set screws. The medical evaluation evidenced as follow: "so the technical analysis confirms our suspicion that the set screw was originally tightened excessively. Although the ring is not damaged externally, two set screws are blocked. I do not think that the surgeon had a torque wrench at the time. It is clear that excessive torque was applied to the set screws,and this is the cause of the malfunction." Based on the results of the technical evaluation performed on the returned device, and on the evidences deriving from the medical evaluation, orthofix (B)(4) can conclude that the problem occurred is not device related. Orthofix continues monitoring the products on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital; surgeon name: dr. (B)(6); date of initial surgery: (B)(6) 2015; body part to which device was applied: foot surgery description: correction; patient information: (B)(6),male, (B)(6); problem observed during: into treatment/post-operative event description: set screws that holds hex struts into the frame stripped out. Was able to lock frame with tl rapid struts so there is no harm to patient. The complaint report form indicates: the device failure had no adverse effects on patient; the surgery was completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was not required; copies of the operative reports are not available; copies of the xrays images are not available; patient current health condition: n/a. On may 19, 2015 orthofix (B)(4) received the following information from the distributor:"the part will not be returning for investigation". On june 18, 2015 orthofix (B)(4) received the following information from the distributor: "hex struts 1-2 set screw stripped when torqued during application. Frame locked with 2 rapid struts. One on each side of 1-2 set screw. In between adjustment of the hex each day they loosen the rapid strut and adjust the hex strut and retighten the rapid strut. Device still on patient and keeping frame locked down until ankle surgery is performed. Procedure was for a deformity due to knee issues and non-use of leg. No adverse effects on patient." On august 7, 2015 orthofix (B)(4) received the following information from the distributor: "the software prescription is not being used with tl rapid struts. The rapid struts are being used only to stabilize the frame. The (6) tlh struts remain on the frame during treatment. The struts at the 1-2 position are left unlocked and are adjusted per prescription when the rapid struts are loosened. Additional information received today states that the patient is doing fine and has on a new frame as planned for stabilization during ankle treatment. Tm is returning frame to ofx inc. On monday 8/10/2015." (B)(4).s